Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: this report includes final evaluation findings. No additional information is expected. Evaluation summary: the user returned the actual complaint device to the manufacturer for investigation (lot 0308a05, manufactured august 2003). Both clear cartridge holder engagement tabs were broken. This malfunction may cause an under dose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional." No further corrective actions are planned as the device manufacturing was discontinued december 2006. Improper use and storage: there is evidence of improper use. Observed on both engagement tab areas, are marks consistent with removal with a finger nail clippers and sandpaper. This misuse is relevant to the investigation findings.

Event description:
This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen ergo teal/clear pen body (lot 0308a05) with a clear cartridge holder attached was reported to be defective, the cap did not close anymore. This humapen ergo, teal/clear pen body with a clear cartridge holder attached is associated with (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient used this device model. The device was returned to the company on 30-mar-2009. Initial examination found two broken engagement tabs. It was unknown if this humapen ergo teal/clear pen body with a clear cartridge holder attached was continued. Refer to results/conclusion section. Update 20-apr-2009; additional information received 14-apr-2009; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button; changed improper use/storage from no to yes, added refer to results/conclusions section to narrative.